Event description:
It was reported that during a patient¿s spinal cord stimulator (scs) trial the ¿lead pulled through the twist lock anchor, thus migrating caudal.¿ it was noted there was no patient injury or death associated with the event. The patient¿s outcome after the removal of the device was ¿recovered without sequela.¿ additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_tlock_anchor, lot# unknown, implanted: (B)(6) 2013, product type accessory. (B)(4).